Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00595. Follow up revealed that the physician does not contribute the numbness to the scs system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00595. It was reported that the patient experienced numbness in their legs which led to them falling on (B)(6) 2019. Reportedly, the patient was taken and admitted to the hospital where they were given oxygen due to low oxygen saturation.